Event description:
It was reported that an rx xience v stent was implanted in the saphenous vein graft to the obtuse marginal artery approximately (B)(6) 2011. On (B)(6) 2011, percutaneous intervention was performed with implantation of an additional rx xience stent for treatment of restenosis of the first xience stent. On (B)(6) 2012, percutaneous intervention was performed for treatment of restenosis of both rx xience stents with deployment of a non-abbott stent. Both revascularizations were not acute events (no angina, no myocardial infarction). There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4): incorrect anatomy. The additional rx xience v stent referenced is being filed under a separate manufacturer report number. There was no reported product deficiency and the product was not returned. The reported patient effect of restenosis, as listed in the instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Reportedly, the stent was used as treatment in the saphenous vein graft (svg). It should be noted that the IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.